Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the moderately tortuous right common femoral artery was completed using a proglide device after a neurological interventional procedure. Reportedly, a few months later, the patient suddenly complained of right lower extremity pain. An angiogram was performed and an occlusion was present at the site of the proglide suture. The proglide device had stitched the wall of the artery. A percutaneous transluminal angioplasty was performed to open the occlusion using a left common femoral artery access. Right lower extremity blood flow was improved and patient did not feel any harm. There was no hematoma or any other complication on both common femoral arteries. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.